Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery and pump error alarms. The customer¿s blood glucose level was unknown. Troubleshoot for failed battery test alarm was performed and pump did not alarm with replace battery now. Troubleshoot performed for pump error alarms and was reported device software error. The self test was performed and the test did not pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 6 alarm noted. Device received with normal operating currents. No unexpected failed battery test alarm noted. However, pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly.